Event description:
Bur has been shearing off during routine use. The bur breaks where the cutting edges meet the shank, as well as, in the middle of the bur's burring area. Often several burs are required for one preparation. Burs were breaking right out of the package (they were not sterilized). On contract acquisitions of 46,280 packages facility received only two complaints. Facility is considering subject complaints isolated incidences.